Event description:
A cartridge change error was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through several steps to resolve the issue, including inspecting the cartridge and cleaning the pump. The customer successfully loaded a new cartridge and resumed insulin delivery.